Event description:
The customer called and reported that the insulin pump was going dead sometimes. Customer stated they would remove the battery cap and place the same battery in and the device would work again. Customer was reportedly in the hospital for a day for an issue unrelated to diabetes and began taking medication that affected blood glucose. At the time of the report, customer's blood glucose was 180 mg/dl. The insulin pump was not bumped, dropped, or exposed to liquid. No corrosion was noted. There was a half inch crack inside the battery casing. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.